Manufacturer narrative:
This device used for treatment and not diagnosis. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: first was placed the nail (tfn) trochanteric femoral nail 12mm, there it was placed the drill stop when the drill was activated, the drill stop slipped, for this reason the drill bit went through the femoral head about 3 cm out. This is 1 of 1 report for complaint (B)(4).